Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician encountered resistance while advancing and retracting the psr3d. After the first pass, the physician removed the psr3d and noticed that the distal end of the psr3d was mangled. The physician also reported that the proximal wire of the psr3d had become kinked during use, making it difficult to retract a non-penumbra microcatheter over the psr3d. Therefore, the psr3d was not used to complete the procedure and a non-penumbra stent retriever and the same microcatheter was used instead. There was no report of an adverse effect to the patient.